Manufacturer narrative:
Fowler bent finger.

Event description:
It was reported by service report that the head of the bed will not go all the way down. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.